Manufacturer narrative:
Review of the batch manufacturing records indicate that the device was manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that the hospital contacted previous csr to inform stryker that delivery was refused due to odor from package. No surgical procedure or patient were involved.